Event description:
Report received from (B)(6) stating that on (B)(6) 2012 during the course of a decompressive craniectomy while opening the patient's cranium "a piece of the craniotome (the tip) broke off and advanced into the cranial space." The wound was explored and the skull was x-rayed, but the broken piece could not be removed. At least a half hour was spent searching the wound and x-raying the skull in an attempt to locate the tip of the craniotome. X-ray identified the piece but due to the necessity of completing the operation and transferring the patient to intensive care (ICU) for optimal care, it was deemed inappropriate to delay closure at the time. Information received indicates a senior health care professional (hcp) was contacted who instructed the team to close the wound and transfer the patient. The patient then had additional surgery on (B)(6) 2012 when the piece was retrieved. At that time, bone flaps were replaced. Finding the tip of the craniotome was secondary to the procedure. The fragment was not retained for investigation. A copy of an internal incident report has been requested but has not been received. X-ray results were requested but have not been received. Though requested, information on patient outcome was not provided.

Manufacturer narrative:
The user facility did not retain the fragment for investigation. A portion of the attachment was returned but could not be repaired and was discarded. No further investigation was possible. (B)(4).